Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 (cbit) blower temperature high error code occurred. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there is no patient or harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: upon arriving onsite, the field service engineer (fse) checked the serial number, received the part, and ran a diagnostic checkout of the device. The fse confirmed the cbit error code in drpta and replaced the blower assembly. After performing test and verification procedures, the fse verified that all tests passed, cleaned the device, updated the work order, and placed an electrical safety sticker on unit. The fse confirmed that no issues were noted, and the device was fully operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: corrected data. Per gfe response, the v60 was not in use when the issue was discovered, and no patient harm was reported.